Event description:
It was reported to the manufacturer, by facility, (B)(4), per facility pt was in his wheelchair for transfer to bed, while pt was in the sling in the air when the lift broke and pt was dropped back into the wheelchair, which resulted in bruising and abrasion to his knee. After further investigation what failed was the jack on the lift, the serial number of the lift was in an earlier recall (B)(4). Manufacturer confirmed recall documents were sent to dealer that sold this lift to the school, however, they [the dealer] did not follow through with their recall responsibilities. Manufactured sent new jack under complaint (B)(4) to school / facility so they could replace the jack in question. They did this and the lift is functional.